Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was unconfirmed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Sales rep reported customer has complained of poor image quality on the sr8 system.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. The device has not been returned, at this time.

Event description:
Sales rep reported customer has complained of poor image quality on the sr8 system.